Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the problem condition was not duplicated, the device was placed back into service and the device will not be returning to zoll at this time.